Event description:
I use a CPAP machine nightly. It is a resmed; air sense 10. The manufacturer recommends using distilled water in the humidifier. Distilled water I have used tests for a ph6; which makes that water acidic. I believe this has caused me problems. The human body and tissues prefer a ph of 7.2. Protecting the machine is fine. What about the human using it? I only used an aquarium ph test. Online distilled water tests acidic. FDA safety report ID# (B)(4).

Event description:
Additional information received for report mw5109477 on 05/24/2022 to change MFR.